Event description:
See initial report.

Manufacturer narrative:
H10: the device has been requested for further investigation and the reported error could be confirmed. The flat sealing and connector were replaced in order to solve the reported issue. The most likely root cause is dried fluid residues preventing clamp movement due to use conditions (i.e. Extensive exposure to liquid, e.g. During cleaning).

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm was blocked during priming. There was no patient involvement.